Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of a short was confirmed. Product failed functional testing with intermittent live video output. Cause of video malfunction is a large kink near the strain relief on the cable assembly. Camera head passed functional testing with a known good cable assembly installed. The complaint investigation has concluded that camera head has succumbed to physical damage to the cable assembly. Factors which can contribute to a shorted cable include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the device made a short circuit. No patient injury reported.